Manufacturer narrative:
Information contained in this report was previously submitted through psr on date 17/apr/2017 submitted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified broken shell, opening, and underweight. A microscopic analysis was performed which identified a striated edge opening consistent with use of a surgical tool. Based on the device analysis the final assessment was a striated edge opening on radius side and striated broken edge radius side due to surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side device removal and replacement due to "rupture of left implant" . Device has been explanted.